Event description:
Pt reports that she is currently using a pump from accredo. Both of pt's pumps have malfunctioned. Sn (B)(4); pt states that pump displays a service prompt and will not work. Sn (B)(4) works per pt, but the screen is totally dark and pt is unable to view or change settings. Advised pt pharmacy will send two replacement pumps immediately. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 98. 9 nkm sqr, frequency: continuous infusion, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.